Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative (rep) reported that a patient claimed to feel an interaction between their sacral neuromodulation system and a handheld barcode scanner used in retail. The barcode system was reported as "bluetooth" but it was speculation. It was understood that the interaction was as the patient was using a portable scanner - perhaps doing inventory. The possibility of this being at checkout should be investigated with the patient as it is possible there was also an rf ID reader which likely had a better chance for interaction with the implanted system. No further complications were reported.

Manufacturer narrative:
Product ID: 388928, lot# 0209583903, product type: lead. If information is provided in the future, a supplemental report will be issued.